Event description:
It was reported to philips that the allura system would not boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and identified that there was no power output when checking the power module of the ip-pc (image processing pc). Fse proceeded to replace the host pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the log file showed frontal ip-pc failure. The fse confirmed that there was no power output in the power module of the ip-pc. The fse replaced the ip-pc. After replacement of the ip-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.